Manufacturer narrative:
A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the lot number was not reported and the product was not returned for analysis.h10: lot history record (elhr) verbiage was updated.

Event description:
It was reported that the procedure was to treat a totally chronically occluded left coronary artery. A balance middleweight universal ll guide wire (gw) was advancing and when reaching the right coronary artery the gw separated in two pieces. The separated guide wire portion was embedded with a stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation and treatment appears to be related to case circumstances of the procedure. Based on the reported information, it is likely that during manipulation and/or inadvertent mishandling during advancement, the distal ends of the guide wire likely kinked and separated. The separated portion of the guide wire was embedded in the vessel with a stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.